Event description:
It was reported to philips that the measured output for the capacitor fell outside of product specifications. There was no patient involvement.

Event description:
It was reported to philips that the measured output for the capacitor fell outside of product specifications. There was no patient involvement.